Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at their ipg site while recharging their device. In turn, the patient may undergo surgical intervention to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information provided states that the issue has since resolved.

Event description:
It was reported that the patient underwent surgical intervention on june 26th wherein the scs ipg was explanted and replaced.